Event description:
It was reported the customer had a keypad anomaly. The customer stated their b button was unresponsive on their keypad. The customer stated they were able to manually deliver a bolus through the bolus wizard. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly and no damage was found on the keypad assembly. The connector on the lcd was inspected and it was locked. The insulin pump had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.